Event description:
It was reported that when attempting to advance the delivery system over a .035" guidewire, the stent came out of the housing & partially deployed on the wire. This event occurred outside of the pt & no further complications were reported.